Manufacturer narrative:
Following a review of the device history record for 05b16-9 all process and test criteria has been verified as complying with the permacol finished prod specification. The investigation concluded satisfactory processing and packaging of tissue and resultant testing of prod. There was no evidence to suggest any reason for potential prod absorption, sterility or tensile strength concerns. The permacol was managed in an open wound environment which tsl do not promote nor recommend.

Event description:
Two pieces of permacol were sutured together and placed in an open wound environment. Following implantation suture pull-through occurred which resulted in removal of the permacol implant in the operating room.